Event description:
On (B)(6) 2009, the pt reported that the black piston rod plate on his insulin infusion device broke off today. He stated his device appeared to be stuck in the rewinding position rod mode but he did not receive an error message. He stated he removed the device battery and switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.